Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2025. The patient's head was wrapped as recommended by cochlear. The patient later developed an open sore (skin breakdown) and necrosis (eschar) within the hair follicles at the implant site. The patient was placed under general anesthesia on (B)(6) 2025 and the magnet was placed back into correct position without surgical intervention. The patient was also treated with IV antibiotics during the magnet repositioning procedure. The implanted device remains.